Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement with a possible perforation. Loss of capture (loc) was also exhibited. No additional adverse patient effects were reported.